Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. These included inspections during the manufacturing process to ensure the sterilization of the patch was performed according to the validated process and the batch passed sterility testing prior to being released. Based on the information received, the cause of the reported incident could not be conclusively determined. Sjm has no data to support the use of glutaraldehyde-fixed tissue outside cardiac and vascular repairs and the use of this product in the ocular space is considered off-label.

Event description:
On (B)(6) 2016 an sjm pericardial patch with encap technology was implanted on the patient's sclera. On (B)(6) 2016, the patient developed an inflammatory reaction of the conjunctiva and the suspected cause was reported to be due to a rejection of the patch material by the patient's tissue. After the pericardial patch was removed, the inflammation resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. These included inspections during the manufacturing process to ensure the sterilization of the patch was performed according to the validated process and the batch passed sterility testing prior to being released. Based on the information received, the cause of the reported incident could not be conclusively determined.